Event description:
It was reported that the lesion was in the left anterior descending artery (lad), with mild tortuosity, moderate calcification, and a 90% stenosis. The lesion was predilated with the nc trek balloon catheter. An attempt was then made to perform a kissing balloon technique with a 2.5x15 mm non-abbott balloon, which was advanced over the non-abbott guide wire to the 1st diagonal. The nc trek was advanced for a second time; however, the balloon catheter met strong resistance with the tip of the guiding catheter. The nc trek balloon was removed and the balloon was re-wrapped using its regrooming sheath. The non-abbott balloon was which had been placed in the first diagonal was removed from the vessel. The nc trek was readvanced to the lad and the non-abbott balloon was advanced to the first diagonal and the kissing balloon technique was performed without any problems. No patient adverse effects were reported. No additional information was provided. The qat analysis of the returned device identified peeling balloon material at the distal end of the balloon.

Event description:
Subsequent to the previously filed medwatch report, additional information has been received stating the nc trek balloon was removed and the balloon was re-wrapped using its regrooming sheath; however, the balloon did not advance through the sheath fully.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter 2.5x15. Guide wire: runthrough hypercoat,eel. Guide cath: launcher 6f jl3.5. Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and balloon and on the shaft. This is consistent with the reported information that the catheter was prepared for use and was advanced to the lesion. The balloon was returned loosely folded indicating that the balloon was inflated. The guide wire exit notch was slightly lifted, which was most likely due to an interaction with the guide wire. There were multiple bends throughout the entire length of the hypotube. Reportedly the catheter was kinked after the procedure but it was probably bent. The observed bends were most likely as a result of handling during use and handling during packing the unit to return to abbott vascular for analysis. The shaft inner and outer members were wrinkled for a length of 1 cm proximal to the proximal seal. The inner member inside the proximal end of the balloon was wrinkled and twisted for a length of 1 cm. There was no mention of the damages during the inspection prior to use; therefore, the observed damages most likely occurred during the use of the device. There was peeling balloon material at the distal end of the balloon extending into the balloon working length towards the distal seal which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred as a result of an interaction with accessory devices and/or lesion. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all dilatation catheters are visually inspected for balloon shredding. The balloon crossing profile was measured and found to be oversized; however, it was noted that the balloon was inflated several times, and the balloon refold profile is not as small after inflation. The balloon catheter was advanced through a new 6f guiding catheter and pressurized to the rated burst pressure and then deflated and withdrawn from the guiding catheter. There was no resistance advancing or withdrawing the balloon catheter from the guiding catheter. Upon deflation the balloon folded normally. The poor balloon rewrap could not be confirmed. The reported difficult to position was most likely due to the operational context of the procedure and not related to the quality of the product. The case details described the kissing balloon technique was used for this procedure. The clearance between the balloon catheter and the guiding catheter becomes reduced when the kissing balloon technique is used. It is likely the guiding catheter size may not have been adequate to perform this technique, and in conjunction with the previous balloon inflations enlarging the profile of the balloon, would have contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot indicating that all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and revealed no other similar incidents reported for difficult to position or balloon refold/peeling issues. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon crossing profile was measured and found to be oversized; however, it was noted that the balloon was inflated several times, and the balloon refold profile is not as small after inflation. The balloon catheter was advanced through a new 6f guiding catheter and pressurized to the rated burst pressure (rbp) of 18 atmospheres and then deflated and withdrawn from the guiding catheter. There was no resistance advancing or withdrawing the balloon catheter from the guiding catheter. Upon deflation the balloon folded normally. The poor balloon rewrap could not be confirmed. The balloon catheter was deflated and an attempt was made to advance a new regrooming sheath over the balloon but the regrooming sheath was very tight and only advanced partially over the balloon and the balloon began to wrinkle due to oversized crossing profiles as mentioned above. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release.